Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2088tc lead, (B)(6) 2012; 4196-88 lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that there was earlier than expected battery longevity. It was also reported there was right ventricular (rv) lead high unstable thresholds. The device and rv were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.